Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Related MFR reference numbers: 1627487-2019-01199; 1627487-2019-01203. Information was received that the patient had a lack of lack of pain coverage after a fall. Surgical intervention took place during which the system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR reference numbers: 1627487-2019-01199, 1627487-2019-01203. It was reported there were both high and low impedances. X-rays indicated the leads were possibly not aligned appropriately in the ipg header. Surgery may take place to address the issue.

Event description:
Related manufacturer reference numbers: 1627487-2019-01199 and 1627487-2019-01203.